Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 316 mg/dl, which was treated with a bolus. The customer received 2.55 unit of their 3.35 unit bolus due to a no delivery alarm. The customer declined to troubleshoot for the no delivery alarm and changed out the their infusion set. The customer's current blood glucose was 438 mg/dl. The customer will treat with a 3.8 unit correction. The customer declined to further troubleshoot. The insulin pump will not be returned for analysis.